Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
This is a report of a patient who experienced and was later hospitalized for infection coincident with peritoneal dialysis (pd) therapy. The nature of infection was not reported. Action taken with therapy was not reported. The treatment and outcome was not reported. Additional information was requested, but is not available at this time.